Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation. Additionally, there is no allegation of a liberty select cycler malfunction or deficiency related to the hospitalization.

Event description:
During follow-up of an unrelated issue, the family member of a peritoneal dialysis (pd) patient reported that the patient went to the emergency room (ER) and was diagnosed with a bacterial infection (unspecified) with cause unknown. No signs or symptoms which prompted the ER visit were provided. Attempts to obtain additional information were not successful. It is unknown what type of bacterial infection or where the infection was located in the body. No information was provided as to whether or not the patient was given medical intervention for the infection or if the patient was discharged from the ER or admitted to the hospital.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.